Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day prior to diagnosis, the patient was hospitalized and the peritonitis diagnosis was made one day after hospitalization began. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. Peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.